Manufacturer narrative:
Hold for dd 2.11the autopulse platform (sn (B)(4) involved in the reported complaint will not be returned to zoll for investigation. Because after the reported event, the customer tested the autopulse platform with another lifeband, and the platform functioned as intended.

Event description:
During shift check, the customer installed lifeband#1 (lot #161862) to test the autopulse platform (sn (B)(4)). After performing a few compressions, the autopulse platform stopped working with an unusual sound and displayed an unknown error message. The customer observed that the fabric holding the lifeband band clip was torn, and the band clip was detached. The customer replaced it with another lifeband #2 (lot #161862) and restarted the platform. Shortly after compression, the hinged belt guard on lifeband got broken with an unusual sound. After the reported issue, the customer tested the autopulse platform with another lifeband, and the platform functioned as intended. No patient involvement. Please see the following related MFR report: MFR 3010617000-2022-00105 for the lifeband #1 (lot #161862). MFR 3010617000-2022-00106 for the lifeband #2 (lot #161862).